Manufacturer narrative:
(B)(4). The device was manufactured january 16, 2014 ¿ january 17, 2014. Evaluation summary: the actual device was not received for evaluation; however, a photograph of the device was received. Visual inspection of the photograph revealed that the device had leaked. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. This was noticed after the device was filled with a compounded solution of 4250 mg of fluorouracil in 115 ml of 0.9% sodium chloride and while the device was still in its packaging/bag, before the bag was opened. The reporter also stated that precipitation was noted inside of the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.